Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced postoperative right-sided rupture. As a result, the patient underwent removal and replacement with a 250cc mentor memorygel breast implant (catalog #: 3502501bc, serial #: (B)(4))on (B)(6) 2020.

Manufacturer narrative:
On 24-mar-2020, the suspected medical device was returned for evaluation. On 2-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a crease was observed on the posterior view. Leak testing was performed in accordance with mentor procedures and a tear measuring approximately 0.1 cm was found within the crease, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).